Manufacturer narrative:
Second implanting physician: (B)(6).

Event description:
It was reported that complete heart block occurred. A 25mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. The procedure was successful with no conduction issues. Transvenous temporary pacemaker used during the procedure was left in place as the patient recovered. Several hours after the procedure, the patient was noted to be in complete heart block and the temporary pacemaker was turned on. The next day the patient received a permanent pacemaker. The patient was discharged home in good condition the next day.